Manufacturer narrative:
Pr (B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The valve is leaking.

Manufacturer narrative:
Please be kindly informed that customer confirmed there was no leakage. No sample was returned for analysis. Consequently, the investigation was not able to further evaluate the reported failure mode through a complaint sample analysis. Our field service was able to determine on site that the valve was completely intact. There was no leakage as assumed by the doctor a device history review could not be completed as no batch number was provided. H3 other text: see narrative.

Event description:
The valve is leaking.